Event description:
It was reported that during a mammary artery harvesting procedure, the cartridge disassembled and all 6 clips fell in the operating field. In addition, some clips applied were "scissored" and damaged the artery graft, which was then repaired. The procedure was completed using the same like device. There were no adverse patient consequences. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.